Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end user has been in the chair and it has taken off on him and accelerated and he'd's been unable to control it. His wife has had to physically lift him out of the chair herself into a manual chair. She has witnessed it turn on by itself with no one in it and then turn itself back off.